Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 occurred on home choice (hc) during use dwell 3. The home patient (hp) had left an unused line clamp open. The baxter technical representative (tsr) had the hp cycled power to get se 2367. The hp will restart with new supplies. The tsr reviewed proper procedures with the hp. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. This complaint for a system error (se) 2240 (air in set) was confirmed. The root cause is due to use error. A labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The 510k number cannot be provided in this report as the product code and lot number are unknown at this time. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.